Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted bent and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to entering the sheath, the ht bmw universal guide wire snapped into two pieces. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.